Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. The analysis indicated that there was a mechanical issue with the tether of the delivery system. The delivery system tether was broken/cut/pulled apart. There was a deployment issue with the delivery system. The delivery system inner shaft was mechanically kinked/bent. Blood was observed in the lumen of the delivery system. Blood was observed on the outer shaft of the delivery system. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. Blood was observed on the tether tube of the delivery system. Visual analysis of the delivery system indicated damage during use. The analyst noted the full delivery system was returned with the device intact with the tether but not fully recapture in the device cup. The inner shaft is kinked inside of the delivery system handle. The tether is stuck between the device and device cup. The tether is twisted between the device recapture feature and the recapture cone. The tether was cut at the proximal end of the tether pin. There is blood on the outer shaft at the distal end of the delivery system. There is blood on the outer shaft located at the distal end of the stability member. Articulation could not be tested due to the tether being cut and the device not able to be recaptured due to the inner shaft being kinked in the delivery system handle. Deployment could not be tested due to the tether being cut and the inner shaft being kinked inside of the delivery system handle. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg) the tether on the delivery system was cut but could not be removed. Several attempts were made to remove the tether including flushing the device and using the cup and ipg as leverage to pull the tether. The delivery system was ultimately removed and replaced. Upon inspection after removal it was noted that the tether was "tangled around itself". No patient complications have been reported as a result of this event.